Event description:
It was reported by the customer that their insulin pump was alarming and had a blank display screen. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device display did return. Advised customer the device is functioning properly and to monitor. Customer's blood glucose level was over 400 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. No unexpected low battery or blank display. The lcd tested board ok. The currents are within specification. The insulin pump has minor scratched lcd window and cracked case near the display window corners.